Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 220 mg/dl. The customer stated about the condition of the drive support cap. The customer stated that she dropped the insulin pump previously and while on the phone but will not troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.